Manufacturer narrative:
The company rep was unable to confirm the helium leak but he observed multiple "leak in iab circuit" alarms in the log. The company rep was unable to duplicate the reported problem. The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated helium leak. The pt was switched to another iabp and therapy was continued. No pt injury was reported.